Manufacturer narrative:
The complaint file documents the device was implanted in august 1996 and used successfully through october 1996. Chest x-rays in feb. 1997 revealed a crack in the device "under the clavicle" and ensuing attempts to remove the device resulted in the tubing breaking at the crack. The distal catheter segment remains embedded in the patient's venous system. Five power magnification of the port shows the needle puncture sites in the septum to be the result of non-coring needles. Hemostat-like impressions are noted on the cath-lock plastic. The blue radiopaque stripe on the cath-lock strain relief contains small alternating impressions along one border. These may be a normal effect of the tubing extrusion process. Microscopic examination of the port stem catheter tubing reveals the stylet wires penetrate the catheter wall and terminate insdie the lumen approx. .1 inch from the tubing's distal orifice. Magnified 63x, the stylet wire tips show an irregular edge with a pitted, relatively smooth surface that is reflective to light. This suggests the wires may have been cut with a sharp instrument such as a scissors. The tubing's distal tip is glossy, moderately concave ans striated. This also is evidence that a scissors had been used to cut the tubing and wires. Removing the cath-lock and tubing from the port stem allows examination of the tubing's proximal end which is flat, glossy and lightly striated. This is consistent with being cut with a scalpel or other sharp blade. Although dried blood residue is present on the stem outer diameter and orifice, no gross or microscopic damage is noted. Microscopic (21x) exam of the loose tubing segment shows the angled end to have a moderately convex, striated and glossy face. Comparing this end with the distal tip of the port stem tubing segment demonstrates an accurate match. The opposite end of the loose tubing segment has a broken and ragged edge and rough, uneven face, indicative of blunt trauma. The longitudinal tear along the blue radiopaque stripe is irregular with coarse, granular walls. This is consistent with tearing or blunt trauma as well. The complaint of subcutaneous catheter breakage is confirmed. It should be recorded as user-related. The complaint file reports that a crack occurred in the tubing under the clavicle. The crack in the complaint sample is at the tubing's distal tip less than 3.0 inches from the port. The potential for a 76 year old female cancer patient to have a small physical size does not rule out a medical placement of the device. The documents contained in the file combined with the complaint sample point to a clavicle/first rib compression fracture. This is a complication associated with the medial placement of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissoring action against another hard, rough surface, the first rib, until the tubing fails. The severed end of the tubing is then free to travel with the blood flow toward the

Event description:
Port placed 8/96 via left subclavian vein. Port used until 10/96 for intensive chemotherapy. Chest x ray showed catheter to be broken off under clavicle. Surgeon was able to remove port and a 3cm catheter fragment, but another catheter fragment remains in the pt.